Manufacturer narrative:
(B)(4). The device was manufactured between (B)(6) 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, via the naked eye and microscopically, the rupture was observed. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor ruptured. The device was filled with 1500 mg of desferrioxamine in 40 ml of 0.9% normal saline. The event occurred two hours into the infusion. The rupture occurred during administration. There was no patient injury or medical intervention associated with this event. No additional information is available.